Event description:
During use of the device for an endoscopic vein harvesting procedure, the user reported the vein harvester would not cut. The user identified the cable connecting the harvester to the electrosurgical generator as the source of the malfunction. No other details regarding the nature of the event were provided. An alternate device was employed for the procedure. The user reported the procedure was completed successfully, and there were no adverse consequences to the patient as a result of this event.